Event description:
Customer's wife reports back to back testing on the same meter while using the aviva system with results of: hi(>600mg/dl) to 259mg/dl. Hi(>600mg/dl) to 223mg/dl. Hi(>600mg/dl) to 156mg/dl. Hi(>600mg/dl) to 171mg/dl. Hi(>600mg/dl) to 169mg/dl. 491mg/dl to 156mg/dl. 422mg/dl to 156mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.